Event description:
This is being filed to report the clip opening post deployment and an additional clip being placed to stabilize the first clip and further reduce regurgitation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was advanced to and positioned on the mitral valve. Following deployment, the clip was noted to open from 10-15 to 35-40 degrees. A second clip was implanted to stabilize the first clip and further reduce mr and the procedure concluded with mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opening while locked. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.